Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a leakage of blood from between the heartmate 3 pump and apical cuff from the ventricle. The bleeding stopped after compression was applied to the bleeding site for a short time.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported apical cuff blood leak could not conclusively be determined through this evaluation; however, the account indicated that hemostasis was achieved by applying compression for a brief time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. Although the cause of the report blood leak could not be determined, a corrective action has been opened to further investigate leaks at the pump/cuff connection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The heartmate 3 lvas IFU also provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU instructs to ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. No further information was provided. The manufacturer is closing the file on this event.